Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed battery-out limit after replacing the battery in a timely manner. The customer¿s blood glucose level was 131 mg/dl at the time of the incident. Troubleshooting did not resolve the issue. Low battery alarm found after replaced battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unexpected battery power loss not found during testing. Insulin pump failed the active current test. Failure isolated to electrical board . Insulin pump passed the displacement test and sleep current. (B)(4).